Event description:
It was reported the pt's ipg was explanted and replaced. The st. Jude medical rep present for the procedure is no longer working for the company; therefore, no further info is available regarding this event. The explanted device will not be returned to the MFR for analysis.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.